Event description:
It was reported there was a suspected catheter issue. A catheter dye study was going to be done first, but it was thought there was going to be a catheter revision the day of the report. It was reported the system was being used to deliver baclofen. It was later reported the patient had a catheter revision the morning of the report. The patient was getting new radicular pain so it was decided to revise the spinal portion of the catheter. It was not known when the pain started. It was reported the system was being used to deliver fentanyl, clonidine, and dilaudid.

Manufacturer narrative:
Product ID: 8780, serial# (B)(4), implanted: (B)(6) 2013, product type: catheter. Product ID: 8840, serial# unknown, product type: programmer. (B)(4).

Manufacturer narrative:
(B)(4).